Event description:
An initial report of hospitalization was received by united therapeutics drug safety on 17-mar-2025 and forwarded to millyard advanced medical products, llc on 18-mar-2025. The patient reported that she had problems with her pump on (B)(6) 2025 and was hospitalized at the time of reporting ((B)(6) 2025). She reported that she received an occlusion alarm after a cassette change, which she troubleshot successfully and resumed delivery. Then a few hours later, the remote alerted her that delivery had stopped. The patient removed the battery, placed it back in and resumed delivery. This occurred multiple times. When the patient got up, she was short-winded and was taken to the ER by her son. She was then life-flighted to another hospital and admitted to the ICU, where she received IV remodulin and moved to the step-down unit. On (B)(6) 2025 the patient reported she had been in the hospital for over two weeks due to the pump malfunction and fluid overload. No components or further information related to the reported event have been made available to millyard advanced medical products, llc for further evaluation. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.